Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The ultrasound gastrovideoscope was returned to the repair center with a report of leak in the jet channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During the inspection of the device, adhesive around the light guide lens was peeled. There was no patient involvement.